Manufacturer narrative:
It was inadvertently omitted from the initial 3500a, that a medtronic representative tested the system and was unable to replicate the issue. No further subsequent issue have been reported.

Event description:
A medtronic representative reported intermittent tracking that occurred during an ent procedure. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. A medtronic representative, following-up with the site, reported that the site stated that when putting pressure on the emitter cord the patient tracker would go to red status. No parts/files have been returned to manufacturer for analysis. No parts/files returned.